Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the consumer observed a small piece of foreign matter that resembled cardboard inside of the 5 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: one loose 10ml assembled syringe and one 10ml tray without top web were received by bd (B)(4) from unidentified batch #. The samples did not match the reported batch and material # which were for 5ml product. The samples were evaluated for fm. The syringe was found to have light brown embedded foreign matter located in luer collar. The fm was identified as over processed plastic, which is considered to be a cosmetic defect. However, it was larger than level 3 in size, which is a rejectable condition at bd canaan. The tray was found to have an unidentified fiber approximately 1/2" in length taped to the bottom/inside of the tray. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7001797 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Although the customer¿s reported defect was confirmed, an absolute root cause for this incident cannot be determined. A CAPA currently exists to investigate fm on this machine.